Event description:
While onsite servicing the sterrad® 200 sterilizer for another issue, a field service engineer (fse) discovered an odor emitting from the unit. There was no report of human reaction. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Conclusion: root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (04/20/2014 to 10/17/2014) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from november 2013 through october 2014 and revealed a significant trend which was addressed through CAPA. The fmea revealed the risk priority number for this failure mode is 128 which is greater than the acceptable limit. A CAPA was opened to address this issue. The hhe was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma determined the risk is as low as reasonably practicable for exposure to odor or odorants. The CAPA identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad® 200 oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 200 system; the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 200 system. No parts were returned for further evaluation. Asp will continue to track and trend this issue.

Manufacturer narrative:
Alert date is changed from (B)(6) 2014 to (B)(6) 2014.

Manufacturer narrative:
The field service engineer performed a preventative maintenance (pm1) and the vacuum pump oil, catalytic decomp filter and solenoid valve were replaced. Unit meets specifications and was returned to service on 10/02/2014.